Event description:
I had filshie clips placed and have had many side effects, heavy periods, headaches, abdominal pain, weight gain, insomnia, high blood pressure, mood swings. Mental haziness, decreased energy, irritability and incontinence. I was in excellent health after my last child was born (B)(6) 2012 then I decided to have my tubes tied, and the dr. Placed filshie clips on (B)(6) 2013 my health, pain and overall quality of life has gone down hill since. I just want them out and no dr will because my state's medicaid won't pay for it and I don't have thousands of dollars laying around. I have done my research, 90% of women have many life complicating side effects from filshie clips. Why are we allowed to suffer with no way out. Why were these approved. I just want them removed so I can be a real person and not suffer.